Event description:
A 27mm bioprosthetic aortic valve, implanted approximately seven (7) years and five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm pericardial aortic valve. Attempts to obtain additional details on the event and patient have been made. No further information has been provided. Should new information be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.